Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the implantable pulse generator (ipg) the screw which connects the pacing lead to the im plantable pulse generator (ipg) became loose and could not be tightened. The ipg was removed and replaced. No patient complications have been reported as a result of this event.